Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. Stryker isolated the cause of the reported issue to the therapy pcba. The therapy pcba was replaced to resolve the issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.